Event description:
The customer reported an erroneously elevated creatine kinase-mb (ck-mb) result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. The ck-mb result did not correlate with the patient's normal cardiac test results at the time of the event. The customer performed system check, and the results were within specifications. Subsequent testing on access 2 immunoassay system produced a lower result, within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse noted the unit was operating without issues. The fse verified reagent pipettor alignments and instrument hardware by performing a successful system check and high sensitivity system check; carry over testing, and creatine kinase-mb (ck-mb) precision testing were all within specifications. The unit conformed to the manufacturer's performance specifications.